Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a gray battery longevity bar during a pre-implant interrogation. The device was kept at room temperature for one week and re-interrogated. A gray battery bar will still observed. The device will not be implanted. There was no patient involvement.